Event description:
Event: surgical intervention to retrieve catheter pieces. Case details: the pt had narrow, tortuous and calcified iliac/femoral arteries. Due to the pt's weight and history of previous abdominal surgery, the physician decided to achieve access via a retroperitoneal conduit. The ancure delivery system navigated two 90-degree angles to reach deployment site. During device removal the balloon catheter broke, leaving the aortic balloon and the jacket guard in graft. They were retrieved by extending the retroperitoneal incision and incising the graft. The incision in the graft was repaired. The ipsilateral attachment system was cut off and the limb was sewn manually to the vessel. The graft was implanted successfully. Surgery lasted approximately 7.5 hours and there was marked reduced flow in graft limbs. The device is not being returned for examination. No additional pt info was available as of this report.